Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lot history record (f1611802) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided, the reported event could have been caused by incorrectly following the mynx instructions for use (IFU), resulting in a pull through during the procedure. The mynx IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use and to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to purge the device of air during the prep phase and excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Moreover, the mynx IFU, figure 5 for deploying sealant also instructs the users to gently advance the advancer tube until the single marker is fully visible. However, without the return of the device, the reported event could not be confirmed and the root cause could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed. This is report 3 of 3; from the same user facility same lot number as MFR report #: 3004939290-2016-00220 and 3004939290-2016-00221.

Event description:
It was reported that 3 mynxgrip device balloons from the same lot pulled through the arteriotomy in 3 separate cases. This report is for device 3 of 3. This device was being used in conjunction with a 6f procedural sheath for vascular closure following a diagnostic catheterization procedure. The device was not prepped according to the mynx instructions for use. During the preparation of the device, the scrub tech dipped the sealant into saline prior to the device being inserted into the patient. The user did not shuttle down completely. Significant resistance was not felt when shuttling down and unusual force was not applied when retracting the sheath. The user over-tamped and pulled hard on the device, resulting in the balloon pulling through the artery. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not prolonged as a result of the event. There was no patient injury. Additional information was requested but was unknown.